Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain, failed back surgery syndrome and spinal pain. The patient had a gradual decline in pain control despite pump dose increases. The onset of the decline was not known. The hcp attempted sideport catheter aspiration in their office, but aspiration was negative. The pump dose was decreased to minimum simple continuous dose at that time. The patient was referred to another hcp for catheter revision. Within 24 hours after the dose decrease, the patient reported withdrawal symptoms. At this time, the dose was increased to 50% of the original dose and symptoms improved in 4 hours. The patient still reported poor pain control. The patient was scheduled for surgical revision on (B)(6) 2020. On (B)(6) 2020, during pre-op for catheter revision, the surgeon decided to consult with the managing physician since the patient has had a return of therapy at 50% of normal dosing. The surgeon and managing hcp decided not to operate at this time and increase daily dose another 20%.